Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this product was part of a system revision. During a routine follow-up, an infection was identified. The patient was hospitalized and received IV (intravenous) antibiotics. The device system was ultimately explanted. No additional adverse effects were reported.